Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information at the implant procedure high out of range pacing impedances were noted on this rv lead, but when the helix was retracted and the lead was re attached to the device measurements were normal. Additional information noted that during a follow up increase in pacing thresholds were noted. The physician attempted to reposition this right ventricular (rv) lead but the helix would not retract after thirty turns, this lead was discarded and a new lead was implanted. No adverse patient effects were reported, the patient was not pacemaker dependent.